Event description:
It was reported that the patient with tachy-brady syndrome presented in the clinic for the routine follow up. Upon interrogation, the pulse generator could not be interrogated by using radio-frequency or inductive wand telemetry. Download was attempted, however, it could not be completed. On (B)(6) 2018, the device was explanted and a new pulse generator was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The field complaint of communication anomaly was not confirmed. The device was tested on the bench and the pacer was in backup mode due to incomplete firmware upgrade. No other anomalies were found.